Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of kidney right and left. Right kidney removed 50% left kidney mass destroyed. There was no report of serious injury or harm. There is no medical intervention was specified. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.